Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, and was unable to reproduce the reported issue. As a precaution, the fse replaced the video generator board and touchscreen then performed all calibration, functional, and safety checks to meet factory specifications. The iabp unit passed all calibration, functional, and safety test per factory specifications, and was released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check performed by the customer, the touch screen for the cardiosave intra-aortic balloon pump (iabp) was not reacting as quick as it should, and was noted to be sluggish and unresponsive. In addition, it was observed that the condition got worse the longer the iabp unit was on. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that during a routine check performed by the customer, the touch screen for the cardiosave intra-aortic balloon pump (iabp) was not reacting as quick as it should, and was noted to be sluggish and unresponsive. In addition, it was observed that the condition got worse the longer the iabp unit was on. There was no patient involvement, and no adverse event was reported.